Event description:
It was reported that the patient had been experiencing a urinary tract infection for three weeks following implantation of an implantable neurostimulator (ins). The patient outcome was not reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3093-33, lot #: v846431, implanted: (B)(6) 2011, explanted: na; programmer model: 3037, serial #: (B)(4).